Event description:
On 25 march 2025,senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On 24th march 2025, the user reported that the system showed results that were different from glucometer measurements. The RMA was authorized for the return of the sensor for further investigation.the sensor was returned and tested in-house, and the review of investigation analysis showed that the sensor was chemically underperforming.a review of in vivo raw sensor data also showed optical instability around the time frame of the reported inaccuracies.it is likely that a combination of chemical degradation and in vivo optical instability observed might contributed to the reported sensor inaccuracies. The user was offered a sensor replacement as a resolution. B4. Date of this report 21 june 2025. D9 device available for evaluation? Yes, on 11 june 2025. G3. Date received by the manufacturer? 21 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.